Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) via the manufacturers¿ representative (rep) reported that the patient did not like the stimulation and insisted that everything be removed. The patient reported that the leads were ¿coming out of her vagina.¿ the hcp turned stim off and they took an x-ray. All troubleshooting showed the lead was placed properly. After troubleshooting and everything was working correctly, the patient still wanted the device removed. The patient was diagnosed with schizophrenia. The lead and the implantable neurostimulator (ins) were removed. The issue was resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was not required.